Event description:
It was reported via user facility medwatch (B)(4) that guidewire fracture occurred. During the intracardiac defibrillator insertion, a 182cm (5pk) luge guidewire intended to locate the coronary sinus broke off inside the patient, leaving approximately 3cm of the fragment irretrievable. The luge guidewire was intact when removed from its packaging, but the end broke off within the patient during the procedure. No further information was able to be obtained.

Manufacturer narrative:
Correction to h10 to include referenced related emdr number from b5.

Event description:
It was reported via user facility medwatch (B)(4) that guidewire fracture occurred. During the intracardiac defibrillator insertion, a 182cm (5pk) luge guidewire intended to locate the coronary sinus broke off inside the patient, leaving approximately 3cm of the fragment irretrievable. The luge guidewire was intact when removed from its packaging, but the end broke off within the patient during the procedure. No further information was able to be obtained.